Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse replaced the wash syringe bushings on #1 and #2 syringe due to leaking. Then fse removed 3 wash tips from wash wells 2 and 4 and cleaned b/f table. Also, all wash probe heights were checked and adjusted. Instrument is functioning as intended and released. A 13 month complaint/ service history review for serial number (B)(4) was performed and found no other complaints with similar events. The aia-2000 operator's manual, appendix 4: error messages provides detailed instructions on troubleshooting of the reported error. The most probable cause for this event is due to leaking wash syringe bushing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported error 3000 diluent shortage. They changed the diluent and had difficulty taking the 2000 off the sorter. The customer repowered the instrument and received a bf probe sensor error. Then the customer checked the wash probe and the tubing was connected, also the tips were on and installed straight. Customer requested service in order to address the reported issue which resulted in delay reporting of results for pth, bhcg, prl and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.